Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire was unable to be advanced in the lead. The lead was removed and replaced. The patient was recovering after the procedure.

Manufacturer narrative:
The event of failure to advance the guidewire was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examinations were normal with no anomalies found.